Manufacturer narrative:
The pump alarmed open book and the pump history download confirmed the pump error. The problem was isolated to the force sensor. Unable to perform the functional tests due to the critical pump error. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical insulin pump error alarm. Customer's blood glucose was 8.2 mmol/l. Customer was advised that the device will be replaced. Customer agreed to return the device for analysis.